Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported therapy was not working because her husband had increased stimulation to 5.8 v and she still couldn't feel stimulation. The patient stated she knew it was not working because her back hurt again. The patient stated the healthcare professional (hcp) put the device in for bladder control and the device was helping with that, but when the device was implanted her pre-existing back pain had automatically gone away. The patient stated that now back pain was back and she was retaining a lot of fluid in her feet and legs and they were swelling. The patient noted that was a new symptom for her. The patient noted they had a return of back pain about 3 weeks prior to the call and they began retaining fluid about 2 weeks prior to the call. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor. Additional information was received from a hcp. It was reported that reprogramming was done in the office on (B)(6) 2017. They were unable to determine the cause of the lack of stimulation, back pain, and fluid retention. Additional information was received. Consumer reported their bladder did not empty all the way which causes their bladder to push up against their colon. The colon then pushes up against their spine causing them pain. But when "it's" working, they feel fine, with no pain and it doesn't bother their stool. Patient reported they were going to their physician's office on (B)(6) 2017 to see a manufacturer representative to check out why it's not working. Consumer reported it was unknown at this time if they need to have it reconnected. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.